Manufacturer narrative:
The customer's complaint that the thermogard console (sn (B)(6)) displayed a tcmid:04 (ce response timeout) error was confirmed during the functional testing and the event log review. The root cause of the reported complaint was a defective connector on the power supply. The most probable root cause of the burnt connector was moisture diffusing into the console and vibration during use, causing contact arcing. The thermogard console was manufactured in december 2012 and is almost 13 years old. The event log was reviewed and confirmed the occurrence of thetcmid:04 error message. The thermogard console displayed a tcmid:04 error during the functional testing, confirming the reported complaint. Investigation revealed burnt marks on the p21 connector pin and the connector to the power supply, which triggered tcmid:04 error. The power supply assembly needs to be replaced to address the tcmid:04 error message. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
During ivtm therapy, the thermogard console (sn (B)(6)) displayed a tcmid:04 (ce response timeout) error message. No consequences or impact to patient.